Event description:
It was reported by a retrospective study that two unknown study patients had a total knee arthroplasty on an unknown date. Subsequently, they developed an infection and underwent a revision procedure. No further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical products: unknown zimmer segmental system femoral stem catalog#: ni lot#: ni; unknown zimmer segmental system poly insert catalog#: ni lot#: ni; unknown zimmer segmental system tibial insert catalog#: ni lot#: ni; unknown zimmer segmental system tibial tray catalog#: ni lot#: ni. G2 foreign source: denmark. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - femoral. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by a retrospective study that patient underwent a knee revision approximately two months post-implantation due to infection. The implants were removed and replaced with a cement spacer. Approximately fifty days later the patient underwent an above-knee amputation.